Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an untreated episode with t-wave oversensing and changes in amplitude morphology measurements. No inappropriate shock was ever delivered. Troubleshooting options were provided to the field and the s-ICD remains in service. Additional information provided from the field indicated that due to the continual presence of noise, surgical intervention was performed, and the electrode was explanted and replaced. Later in time, with a new electrode now implanted with it, the s-ICD has now delivered two inappropriate shocks to the patient due to t-wave oversensing and atrial fibrillation. The patient was hospitalized again, and the s-ICD remains in service. No additional adverse patient effects were reported.